Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('other injury(ies) or complication(s) - please describe: cramping\cramping progressive from cycles to constant') and genital haemorrhage ('abnormal bleeding (general) / heavy bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight and endometriosis. Concomitant products included oral contraceptive nos. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant), menopause ("hormonal changes describe: pre menopause"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression / neurological conditions or problems- type: depression"), anaemia ("blood or heart disorder/condition type: anemic"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2008, the patient experienced migraine ("migraines / headaches") and was found to have weight increased ("weight gain / weight gain / loss (specify which one)"). In (B)(6) 2011, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), tooth disorder ("dental problems") and alopecia ("hair loss"). In 2011, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)\ cramping progressive from cycles to constant"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal discomfort ("gastrointestinal or digestive system condition type: upset stomach"), gastrointestinal disorder ("other injury(ies) or plaintiff fact sheet: bowel problems") and pelvic pain ("pelvic pain") and was found to have uterine leiomyoma ("fibroids covered entire device"). The patient was treated with antidepressants and surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2018). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, genital haemorrhage, dyspareunia, migraine and dysmenorrhoea had resolved and the menopause, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, bladder disorder, urinary tract disorder, anaemia, nausea, tooth disorder, vaginal discharge, fatigue, weight increased, abdominal discomfort, gastrointestinal disorder, alopecia, uterine leiomyoma, allergy to metals and pelvic pain outcome was unknown. The reporter considered abdominal discomfort, abdominal pain lower, allergy to metals, alopecia, anaemia, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, menopause, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 205 lbs. Essure could not be save due to fibroids covered entire device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. Imaging procedure - on an unknown date: essure confirmation test-not specified result-total bilateral occlusion. X-ray with contrast - on an unknown date: fallopian tubes are blocked.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 21-nov-2019: fu 4, 5,6 processed together. Pfs received. Lab data, event : nickel allergy, pelvic pain added. Outcome of the event cramping, heavy bleeding, migraines, painful intercourse were updated. Model number were updated. On 21-nov-2019: fu 4, 5,6 processed together. Pfs received. No new information added. On 21-nov-2019: fu 4, 5,6 processed together. Pfs received. No new information added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('other injury(ies) or complication(s) - please describe: cramping\cramping progressive from cycles to constant') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight and endometriosis. Concomitant products included oral contraceptive nos. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced the first episode of allergy to metals ("nickel allergy"). In (B)(6) 2007, the patient experienced genital haemorrhage ("abnormal bleeding (general) / heavy bleeding"), menopause ("hormonal changes describe: pre menopause"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression / neurological conditions or problems- type: depression"), anaemia ("blood or heart disorder/condition type: anemic"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and anxiety ("psychological or psychiatric problemscondition: anxiety"). In (B)(6) 2008, the patient experienced migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)\ cramping progressive from cycles to constant") and was found to have weight increased ("weight gain / weight gain / loss (specify which one)"). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2011, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), tooth disorder ("dental problems") and alopecia ("hair loss"). In 2011, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal discomfort ("gastrointestinal or digestive system condition type: upset stomach"), gastrointestinal disorder ("other injury(ies) or plaintiff fact sheet: bowel problems"), pelvic pain ("pelvic pain") and the second episode of allergy to metals ("nickel allergy") and was found to have uterine leiomyoma ("fibroids covered entire device"). The patient was treated with antidepressants and surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2018). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, genital haemorrhage, dyspareunia, migraine and dysmenorrhoea had resolved and the menopause, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, bladder disorder, urinary tract disorder, anaemia, nausea, tooth disorder, vaginal discharge, fatigue, weight increased, abdominal discomfort, gastrointestinal disorder, alopecia, uterine leiomyoma, pelvic pain, anxiety and the last episode of allergy to metals outcome was unknown. The reporter considered abdominal discomfort, abdominal pain lower, alopecia, anaemia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, menopause, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure (ess205). The reporter commented: current weight 205 lbs. Essure could not be save due to fibroids covered entire device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. Imaging procedure - in (B)(6) 2007: essure confirmation test-not specified result-total bilateral occlusion. X-ray with contrast - in (B)(6) 2007: fallopian tubes are blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Events per pfs: anxiety and nickel allergy were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('other injury(ies) or complication(s) - please describe: cramping') and genital haemorrhage ('abnormal bleeding (general) / heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included oral contraceptive nos. In 2007, the patient had essure inserted. In 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant) and menopause ("hormonal changes describe: pre menopause"). In 2008, the patient experienced migraine ("migraines / headaches") and was found to have weight increased ("weight gain / weight gain / loss (specify which one)"). In 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and depression ("psychological or psychiatric problems condition: depression / neurological conditions or problems- type: depression"). In 2011, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), anaemia ("blood or heart disorder/condition type: anemic"), nausea ("nausea"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal discomfort ("gastrointestinal or digestive system condition type: upset stomach"), gastrointestinal disorder ("other injury(ies) or plaintiff fact sheet: bowel problems") and alopecia ("hair loss") and was found to have uterine leiomyoma ("fibroids covered entire device"). The patient was treated with antidepressants and surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, genital haemorrhage, menopause, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dyspareunia, depression, bladder disorder, urinary tract disorder, migraine, anaemia, nausea, tooth disorder, dysmenorrhoea, vaginal discharge, fatigue, weight increased, abdominal discomfort, gastrointestinal disorder, alopecia and uterine leiomyoma outcome was unknown. The reporter considered abdominal discomfort, abdominal pain lower, alopecia, anaemia, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, menopause, menorrhagia, migraine, nausea, tooth disorder, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Essure could not be save due to fibroids covered entire device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. X-ray with contrast - on an unknown date: fallopian tubes are blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2019: pfs received: event injury nos was removed. New events: cramping, pre menopause, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), apareunia, depression, bladder or urinary problems or changes, migraines / headaches, anemic, nausea, dental problems, dysmenorrhea (cramping), dyspareunia, vaginal discharge, fatigue, weight gain, upset stomach, bowel problems, hair loss and fibroids covered entire device were added. Product information implant and explant dates and indication were added. Patient information date of birth, height, weight were added. Consumer address details were update. Medical history, lab data and concomitant medication were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.